Event description:
The customer reported an unknown quantity of retic stain was leaking from their lh750 instrument from an unknown source that was not contained within the instrument. Customer was wearing lab coat and gloves. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found worn tubing in pinch valve vl45 leaking. This was replaced to resolve the leak. Upon recur, the failure mode identified will likely cause erroneous diff results due to insufficient stabilyse delivery to the mixing chamber. (B)(4).